Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. The backlight is working properly. However, the insulin pump has cracked case at the display window corners, display window, battery tube threads and minor scratched lcd window.

Event description:
The customer called and reported a button on the the insulin pump was only working intermittently. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.